Event description:
Customer reported that they were having difficulties reading the screen of the insulin pump. Customer stated that the partial display occurred after a battery change. Customer's blood glucose reading at the time of the call was 95 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored and had no missing segments. The insulin pump was received with cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.